Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red blotchy skin under the therapy pads. The patient reported having sensitive skin and known allergies to nickel. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's dermatologist prescribed a steroid ointment for the irritation. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red blotchy skin under the therapy pads. The patient reported having sensitive skin and known allergies to nickel. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's dermatologist prescribed a steroid ointment for the irritation. Follow up indicated the irritation improved. Supplemental report 10/05/2021: submitting report to correct section g4.